Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and had the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measured approximately 0.063 " at the swaged end compared to the nominal pin diameter of 0.061". Measurement results suggest the pin is partially swaged. Grips and other components adjacent to the dislodged pin did not show damage. The probable root cause is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging. .

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy (with lymphadenectomy) surgical procedure, the 8mm prograsp forceps instrument had a broken cable. There was a delay of less than 15 minutes. No fragments fell into the patient. The procedure was completed with no reported injury.